Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced drainage at lead incision site and pain at the ipg site. An infection was confirmed at the lead and ipg site. As such, patient was on antibiotics to address the infection. Patient has been discharged from the hospital. Reportedly, the infection and pain have been resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.